Event description:
It was reported that a smiths medical pump was alarming no disposable clamp tubing. Patient not affected. No air in the line. Rate is c2.4 ml, volume is 59.9 ml, given is 50.10 ml. No further information available.